Event description:
This company is a feeding tube extension manufacturer. The only company in the nation who makes them. Yet they have two caps that can easily be torn off and placed into their mouth. My daughter is 23 years old and is developmentally a newborn, spastic quad cerebral palsy. Her cerebral palsy mainly affects her right limbs, her dominant hand is left but despite every effort we have made, she has managed three times to tear a cap off and choke on it. This most recent occasion it was lodged in her throat for 10 days. This device is going to kill someone, if that hasn't happened already.